Event description:
A patient was undergoing a laparoscopic appendectomy. During the course of placement of the suprapubic trochar, using the assistance of the atraumatic grasper, the grasper broke and one of the grasping components fell off into the abdomen. It was withdrawn and compared to another grasper. All the broken grasper parts appeared to be accounted for. The abdomen was searched and a flat plate x-ray was taken in the recovery room. The x-ray showed a halo lucency and a CT scan was obtained. There was no evidence of radiopaque foreign body in the pelvis.